Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation, visual inspection report stated that the measuring hook is broken off where the it threads into the slider. The fracture faces on both the slider and measuring hook are homogenous which indicates material uniformity. A 2mm length of thread still exists on the needle. The design evaluation report states the thickness of the measuring hook ((B)(4)) is driven by the fact that the needle must fit into a drilled hole of 2.0 mm. The material of the probe is (B)(4), which is an appropriate material for an instrument of this type and is used on several other depth gauges. The risk of needle breakage is adequately addressed in the risk analysis. The returned device was manufactured in march 2010 and is over 2 years old. (B)(4). Since depth gauges are used regularly and repeatedly, the actual complaint rate with respect to use would be significantly lower. The design was reviewed and is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use.

Event description:
It was reported that the tip of the depth gauge broke off during procedure (veterinary). The broken fragment was recovered. The procedure was completed with no further problem, no harm to patient was reported. Event #1 of 1 for (B)(4).